Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Bleeding and anemia are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available. The device remains implanted in the patient hence not available for return to the manufacturer. With review of the available information no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. Clinical factors that may have contributed to the reported event include the patient's past medical history and related comorbidities, the progression of the patient's underlying condition and issues with the management of therapeutic anticoagulant and antiplatelet medications. Though the root cause of the reported event cannot be conclusively determined there are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arise, which materially alters information submitted in a previous MDR report.

Event description:
A report was received from the clinical database that a patient presented to hospital with fatigue, weakness and anemia. At the time of the event, the patient had been taking aspirin and coumadin. Laboratory testing confirmed the patient's anemia in the setting of a therapeutic international normalized ration (inr) and he was admitted. On admission there, he was noted to have heart rate (hr) of 103bpm and a blood pressure (bp) of 70mmhg with dopamine for support. The patient was treated with a total of four units of packed cells between (B)(6) with a subsequent increase in his hemoglobin. By (B)(6) 2013, the patient's hemoglobin had decreased again requiring the transfusion of a further unit of packed cells. The patient underwent an upper endoscopy on (B)(6) 2013 which revealed a bleeding arteriovenous malformation (avm) in the duodenal bulb. The patient was treated with argon plasma coagulation (apc). After the apc, the patient's hemoglobin was reported to have been somewhat stable and he was restarted on coumadin with a new therapeutic inr goal of 1.5-2.0. The patient was given another two units of packed cells on (B)(6) 2013 and a further unit on (B)(6) 2013. On (B)(6) 2013, the patient was deemed to be stable for discharge home on coumadin but not on aspirin. He was noted to have a stable hemoglobin and a therapeutic inr.